Manufacturer narrative:
Invacare received info alleging a bedrail entrapment which resulted in a death. No model and or serial number have been provided at this time. Details of alleged event are unk. MDR filed based on alleged death.

Event description:
An invacare bed and rails were allegedly involved in a bed entrapment death.